Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motor position encoder error alarm on alarm history screen. The device also had a missing end cap sticker.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was unknown; the customer only stated it was high. Troubleshooting was not able to resolve the issue. The device was returned for analysis.